Event description:
A pt of unk age and unk gender presented for an endovenous laser treatment of the great saphenous vein. During the ablation, the ops sheath burnt causing an approximately 9cm of the sheath to break off inside the pt's leg. Surgical intervention was required to remove the piece of burnt sheath from the pt. There was no report of permanent harm or injury to the pt.

Manufacturer narrative:
The reported defect device has been returned to the manufacturer. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. During the review of the manufacturing records for the reported lot of disposable laser fibers, it was observed that the manufactured lots meet all device specifications and quality requirements.